Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charged and boot were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Receiver functional test was performed and passed. Global communication tool tone at medium test was performed and passed. Try it test was performed and passed. Case opened for interior inspection was performed and passed. Audio speaker resistance was measured and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.